Event description:
Point of care tester (poct) of hosp called in 2002 alleging that the surestep flexx meter was reading inaccurately high. They then called 16 days later alleging a pt had a seizure which may have been related to the meter being inaccurately high. Poct was only able to verify the info they had given to the tech service reps previously. A pt went into a seizure after testing on the ssflexx meter. Time difference unknown. The physician felt that the ssflexx is reading inaccurately compared to the lab result which was lower than the meter reading (exact readings unknown. The nurse obtained samples from a central line (umbilical line) and a heel stick. Half hour later (either from the sample collection or after the discrepancy was found, unknown), the pt went into a seizure. The pt was treated with an IV with dextrose. Poct stated she needed to review what happened with the nurse manager. No further info has been reported. Sending a letter to obtain more info.